Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was inaccurate; cause was unknown. In addition, it was reported that the pump volume was too low and customer was unable to hear alerts and alarms notifications. There was no impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy.